Event description:
A surgeon reported that an intraocular lens (iol) had a scratch mark noted on the optic. There was no patient contact.

Manufacturer narrative:
The product was returned for analysis. The optic was scratched. There appeared to be a scratch on the posterior optic surface near the central optic zone. All products are 100% inspected prior to product release and this imperfection would exceed our acceptance criteria. The sample was reviewed with the appropriate inspection personnel. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number.